Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h11. H6: component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no operative notes provided; surgery planning provided only. Radiographs showed left total knee arthroplasty with comminuted fracture of the distal femoral diaphysis in a periprosthetic location. Osteopenia. A definitive root cause cannot be determined. Complaint confirmed via provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. H6: mechanical (g04), femur. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure four months post implantation due to fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: all-poly patella cemented 38 mm diameter catalog # 42540200038 lot # 66035909 tibia cemented 5 degree stemmed left size f catalog # 42532007501 lot # 66748902 poly 12 mm catalog # unk lot # unk.

Event description:
It was reported patient underwent a revision procedure four months post implantation due to periprosthetic fracture. Femur was exchanged with plates, screws and cables. Attempts to obtain additional information have been made; however, no more is available.